Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found device functioning well with reference lamp. When testing with the customer lamp, it sometimes ignites two times before the lamp lights up. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the xenon light source light is flashing when turned on. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that main lamp flashes occurred due to lamp wear or tear. Olympus will continue to monitor field performance for this device.